Event description:
It was reported that there was a loss of therapeutic effect, leaking episodes, with a start date of 2 days prior to the report. The patient did go to (B)(6), and wondered if this was the cause. The patient was placing the programmer right over the device site, but only had the poor communication screen. The last time the device was checked with a programmer was ¿possibly¿ (B)(6) 2014. An x-ray was taken and showed good lead placement. It was believed that the event was due to normal battery depletion, so the patient was going in on (B)(6) 2015 for replacement surgery. Follow-up is being conducted to determine cause, action, and outcome.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).